Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that fluoroscopy revealed the right atrial lead had dislodged post implant procedure. The patient was asymptomatic to lead dislodgement. The lead was repositioned on (B)(6) 2018 without complications. The patient was in stable condition post procedure.